Manufacturer narrative:
The event of delayed healing is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing, visibility/palpability/breast pain, cancer-ndr.

Event description:
Healthcare professional reported, right side "wound not healing. Appears right breast implant has fallen", "still with non healing right breast wound". "However, patient has had difficult post op healing of the skin damage". "Patient still pain of right breast. Especially with movement". "Still with pain and tenderness over right breast implant despite implant exchange". Device has been explanted.